Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek, however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device has been discarded by the customer and therefore not available for a physical evaluation. A root cause for the reported failure cannot be discerned. It is a possibility that the beath pin was being bent excessively coming in contact with associated femoral aimer causing metal shavings. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. No further patient consequences have been reported and therefore at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our sales rep reported that two surgeons were performing an acl repair procedure. One surgeon was holding an anteromedial femoral aimer and the other surgeon was holding a beath pin from a mitek acl disposable kit, as they were drilling metal debris came off the devices into the patient. They removed the devices and cleaned out what debris they could. When using the aimer again, more metal debris came out of the aimer. The sales rep stated that she believes approximately 95% of the metal debris was removed from the patient, and the surgeons were not concerned about the small amount left in the patient. The procedure was completed with no reported patient consequences. The sales rep stated that she believed one of the two surgeons was bending one of the devices which resulted in the metal debris during the drilling of the hole. The aimer is being returned to mitek for evaluation; the beath pin was discarded by the customer. See associated medwatch # 1221934-2014-00103.

Event description:
Our sales rep reported that two surgeons were performing an acl repair procedure. One surgeon was holding an anteromedial femoral aimer and the other surgeon was holding a beath pin from a mitek acl disposable kit, as they were drilling metal debris came off the devices into the patient. They removed the devices and cleaned out what debris they could. When using the aimer again, more metal debris came out of the aimer. The sales rep stated that she believes approximately 95% of the metal debris was removed from the patient, and the surgeons were not concerned about the small amount left in the patient. The procedure was completed with no reported patient consequences. The sales rep stated that she believed one of the two surgeons was bending one of the devices which resulted in the metal debris during the drilling of the hole. The aimer is being returned to mitek for evaluation; the beath pin was discarded by the customer. See associated medwatch # 1221934-2014-00103.